Manufacturer narrative:
On (B)(6) 2016, the patient's uncorrected visual acuity (ucva) was 20/20. Device evaluation: the lens was returned dry, in lens case/vial. There was clear surgical residue/debris on product. Visual inspection found the lens optic torn, lens haptic broken, and the lens having foreign material on lens surface (fibers). Work order search: no similar complaints were reported for units within the same lot. Conclusion: patient is under the age of 21 and per dfu for this lens model, this lens model is contraindicated for patients under the age of 21 years. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim#: (B)(4). Device not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -17.5 diopter, into the patient's right eye (od). This was performed on (B)(6) 2016. During injection/delivery, the lens tore/broke. The lens was immediately exchanged for a lens of the same type, size, and diopter. As of the date of MDR submission, the lens has not yet been returned.